Manufacturer narrative:
Results: investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Pir #: (B)(4) ¿ MDR no sample part #: 381434. Lot #: unknown. Complaint: blood excess/splash/spill/exposure. Customer verbatim: concern description: I was starting an IV. I noted that the blood was coming back further than it normal does. The blood reached the end of the cannula chamber. The blood came in contact with the safety feature of the needle port. When I sprung the needle back, the safety mechanism came back but a splash of blood came into my eyes. Lot analysis device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). No lot number was provided for this incident. Qn / sap database review: no. Reason: a search of the qn / sap database could not be done; no lot number was provided for this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation samples(s) meet manufacturing specifications: unknown; units were not received for observation and testing. Investigation conclusion: conclusions: the defect of blood excess/splash/spill/exposure, as stated in the subject of the product incident report (pir) could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. This incident is indeterminate. Did the evaluation confirm the customer¿s experience with the bd product? No; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? No; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause relationship of device to the reported incident: indeterminate comment: without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Rationale: corrections and CAPA. Corrective action project / CAPA (#): a root cause could not be identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported by a consumer that after starting an IV using a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter, it was noted that blood returned further than normal. The blood reached the end of the cannula chamber and came in contact with the safety feature of the needle port. When the needle sprung back, the safety mechanism returned which resulted in blood splashing into the right eye. There was no report of injury or medical intervention.